Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a white, brown, and black dust-like contamination, inconsistent with degraded sound abatement foam, on the top enclosure near the accessory module port and sd port. Unknown white, brown, and black dust-like contamination, inconsistent with degraded sound abatement foam, at and inside the air inlet. Unknown brown and black dust-like contamination and black potential hairs/fibers, inconsistent with degraded sound abatement foam, around the iso (international organization for standardization) port. Unknown white dust-like contamination and potential fluid/water spots inside the iso port, indicating potential fluid/water ingress. Unknown white dust-like contamination on top of the blower motor and the blower outlet seal. Unknown white dust-like contamination on top of the blower box. Potential fluid/water spots on the bottom of the blower motor, indicating potential fluid/water ingress. Unknown white dust-like contamination and potential fluid/water spots inside the blower motor, indicating potential fluid/water ingress. Unknown white and brown flakey and dust-like contamination inside the blower box. Potential brown and white fluid/water spots inside the blower box, indicating potential fluid/water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, unknown black dust-like contamination and potential hairs/fibers, inconsistent with degraded sound abatement foam, inside the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust-like and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.